Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitor issued an alert for a high out of range pacing impedance measurement on the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's left ventricular (lv) lead. It was noted that the crt-d was emitting tones. Boston scientific technical services (ts) was consulted and discussed that beep for out of range impedances was programmed on in the crt-d and the patient would need to be interrogated with a programmer to reset the beeping tones. Ts advised to have the patient come into the office for further evaluation. At this time it is unknown if the patient has come into the office. The crt-d and another manufacturer's lv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the patient was brought into the office and the out of range impedance was not replicated. The left ventricular (lv) lead impedance measurement in clinic was 1814 ohms. The clinic noted the lv lead impedance had been increasing since implant, trending between 1441 and 1900 ohms, for approximately 6 months and has since stabilized. The clinic noted there has been only two measurements above 2000 ohms. At this time the clinic plans to continue to monitor the patient via the remote home monitoring system.